Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed multiple consecutive call service alarms. During testing, the complaint of a blank display screen was not duplicated; he pump powered on with a fully illuminated display screen. The pump was opened and no visible defect was found to the printed circuit board. Unrelated to the display issue, evaluation revealed an issue with a general component on the printed circuit board and could not load the processor with the software due to a program uploading error. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. The reporter claimed the display is blank without any characters or backlight. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.